Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec) hotline to report a leak from the bottom of the unicel dxi 800 access immunoassay system. The customer wore ppe and no exposure of contact was reported with the fluid. No patient results were generated and no injury was reported in connection to this event. On the day of the event ((B)(6) 2011), a bec field service engineer (fse) discovered the leak was occurring above the fluidics drawer due to crack within the lower fluidics drawer. The fse replaced cracked lines. Hardware is the root cause of this event.